Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Only the ligator head was returned for analysis. A visual examination of the component found six bands present with some bands were moved out of their positions and some were caught under other bands. It was also noticed that the ligator head were bent. The suture was broken with one section was still attached from the ligator head and the other section was not returned with the device. Based on the evaluation of the returned ligator head, it is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the unpacking. Once the ligator head teeth are damaged, the suture can be detached from its position and moving bands without being deployed which could have contributed with the reported issues. Also, it is likely that the suture was broken to separate the device from the scope and this condition is not considered as an issue of the device. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, the bands were overlapping when taken out of the package. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the bands failed to deploy and the suture broke; therefore, this is now an MDR reportable event.